Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted infusion pump. It was reported the patient's hcp was no longer willing to see them due to money the patient owed. The pump was alarming and ended up going to the emergency room. It was noted the patient got a shot of dilaudid and after 2 mins, they lost it and got sick. When the patient got home they crawled into their trailer and laid on the floor for 2 days. It was noted the patient couldn't stop shaking, throwing up, diarrhea, and can't write anything down because it looked like a little kid wrote it down. The symptoms started a week ago, monday. It was also noted the patient had lost 22 lbs since last monday. The patient called their family due to the pain and the way they were feeling they assumed they were dead. The night before last they had to have an ambulance come get them because they thought they were having a stroke and their blood pressure was extremely high. The patient was currently hearing the critical alarm. The patient was re-directed to the hcp to discuss the alarm and symptoms.